Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cruciate retaining interlok femoral component left 57.5, catalog #: 183022, lot #: ni; biomet cc I-beam tibial tray 63mm, catalog #: 141221, lot #: ni; series a standard 3-peg patella 28mm, catalog #: 184762, lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05944. Device location unknown.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the rotating hinge to treat dislocation after a fall one (1) day following knee arthroplasty. No additional patient consequences were reported.